Event description:
Dealer states: "at the initial fitting the patient/dealer noticed the edge of the laterals have a sharp edge that when the lateral is in the swing away mode to transfer, the edge scrapes on the patient's back. The dealer stated that if the lateral was at a 90 degree angle bend instead of 45 degrees, this would not be an issue of scraping the patient's back. The chair is being held up for deliver due to the lateral edges."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.